Event description:
Additional information was received that this device was explanted for a heart transplant.

Event description:
Boston scientific received information that this device was explanted for unknown reason after being implanted for just over four months. The device was returned for analysis with no allegation from the field. Initial analysis found the device had not telemetry. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently in detailed analysis. The report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. The loss of telemetry was the result of a high current condition that was caused by damage to the u301 mmic. Analysis showed that the rar clamp fet had electrical over stress damage. Additional testing also showed that the lead switch for rar in the som was shorted. This damage is consistent with the damage that is seen when a device is exposed to external shocks.